Manufacturer narrative:
Product analysis: the device was retuned for evaluation no ancillary devices or images were returned with the hawkone device and the cutter driver. The device was removed from the return packaging for visual inspection. The cutter driver was connected to the hawkone device . During inspection biological debris was noted in the distal housing. The cutter was returned within the cutter window. Biological debris was noted within the cutter window. The cutter driver was activated. No issues were noted during activation and the device powered on as intended. The cutter was attempted to be advanced; however, the cutter could only advance approximately 0.3cm distal to the cutter window. It should be noted that biological debris was located at the stopping location of the cutter. The distal assembly was then cleaned/flushed using the distal flushing tool (dft). The cutter attempted to be advanced again, the cutter was able to advance approximately 0.5cm distal to the cutter window. Biological debris remained within the distal housing assembly where the cutter stopped. The distal assembly was soaked in water. The cutter was attempted to advanced; the cutter was able to advance approximately 0.5cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy to treat a non calcified soft tissue lesion in the right mid to distal sfa with 90% stenosis. The vessel is little tortuous. IFU was followed during preparation, procedure and post procedure. It was reported that the physician was unable to flush tissue during procedure. There was no damage observed to the device. Physician was unable to flush nose cone completely. The cutter would not advance back into the nose cone fully as the cutter went back into housing but wouldn't advance all the way into housing. This occurred in vivo, but it was also confirmed in vitro. Another hawk device was used to complete the procedure. There was no patient injury reported.